Event description:
Baxter IV infusion pump had been running fentanyl for ICU patient. A new bottle had been hung on prior shift. This rn checked the bottle and it had been full. There had been no upstream or downstream occlusion alarm from the pump to alarm staff the patient was not getting the fentanyl infusion. The IV line was checked for kinks and none were notable. IV pump was removed and given to charge to give to management.